Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
There was a general report of devices having channel errors. The information on patient involvement and impact is unknown. Per report, no further information is available and no devices will be returned to bd.